Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg had flipped in the ipg pocket. The patient's ipg had reportedly been revised prior (ref number 3006705815-2022-17100) for a similar issue. As such surgical intervention took place where the patient's full system was explanted on (B)(6) 2024.

Manufacturer narrative:
B3- date of event is estimated.